Event description:
The doctor claims that during a te right graft leg closure procedure, a finesse patch was used to repair a leaking graft. There was bleeding observed through the patched site at the suture line. Approximately 250 ml of blood leaked through the graft/patch suture line. Bleeding was stopped by performed a 2x "fibrinkleber" (fibrin glue) tachocomb h procedure. The clinical outcome of the case was reported as "ok." The patch and graft were left in. The pt's status was reported as "ok." The identity of the repaired graft is unknown at this time.

Event description:
The following corrected and additional information was received in 06/2004: although the previously implanted graft was a 7mm diameter graft, its implant date, MFR, catalog number and batch number are unknown and appear, at this time, to be unattainable. The graft was implanted as a right femoral-popliteal bypass due to an occlusion. The graft did not leak. The leakage was approximately 250 to 500ml from the suture line of the patch. Te," according to the doctor, refers to a long incision of the patch, a forjathy catheter was used (lameos) to remove the thrombus and a contrast picture was taken of the leg."